Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, diagonal artery the 2.25 x 15 mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion; however, a dissection was noted. A second xience alpine stent was used successfully and as treatment of the dissection. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight rounded, actual (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.